Event description:
It was reported that the patient inflatable penile prosthesis (ipp) malfunctioned. The entire ipp system was removed and replaced with coloplast device. No further issues were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.